Manufacturer narrative:
(B)(4). The sample was not available for evaluation and the lot number is unknown. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type blood solution set was observed to have a blood leak at the end of the filter. There was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available.